Event description:
It was reported the surgeon was utilizing excessive force to implant the product during surgery and it broke. Surgery was completed using a spare device; there was no delay in surgery and no reported patient injury.

Manufacturer narrative:
To date the device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported information.